Manufacturer narrative:
The hospital biomed replaced the caster.

Event description:
The hospital reported that, while moving the anesthesia machine, the caster broke off the machine. There was no report of patient involvement.